Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to noise and oversensing with pacing inhibition. It was noted that there was less than two seconds of asystole. A new rv lead was successfully implanted and no additional adverse patient effects were reported.